Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an adverse skin reaction while using the abbott diabetes care (adc) device. The symptoms included soreness, pain, and pus at the sensor site. The customer contacted a healthcare professional (hcp) and visited the hcp twice for the same issue. During the first visit, the doctor prescribed medication to treat the infection. At the second visit, the hcp used a syringe to remove blood and pus and advised the customer to continue taking antibiotics and apply a cold compress. Antibiotics were prescribed for treatment. There were no reports of death or permanent impairment related to this event.